Event description:
It was reported that during a laparoscopic nephrectomy procedure, on the last firing, the device got stuck on the renal hilum. At this point, it was determined that the firing lever was not functional and the release button was broken. Therefore, it was reported to the rep that the surgical team cut the shaft of the endocutter at the point of the rotation knob so that the shaft of the endocutter was sticking out of the trocar without a handle. This did not release the device from tissue. It was reported that another device was opened in another o.r. Room where the shaft was transected in the same manner as the device that was currently within the patient's abdomen, in an attempt to determine what to do. Finally, the surgeon introduced another endocutter in an attempt to clamp on tissue proximal to the tissue that was already clamped within the jaws of the other device and a major vessel (yet to be determined) was nicked. At this point the surgery was converted to an open procedure and the bleeding was controlled and the surgery was completed. It was reported to the rep that the patient received 4 units of blood and is currently stable. At this time, the hospital is holding the devices that were used in the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional followup: 1st device while taking the kidney the surgeon clamped on the renal artery and the device got stuck and could not release. The staff got a saw and cut the shaft in half in an attempt to release the device however the device would not release. With the second device the surgeon went proximal then the renal artery tore and the case was converted to open. The patient lost a liter of blood. The 3rd device was opened to use as a demo to see if they could engineer a way to open the first device.

Manufacturer narrative:
(B)(4). Buckled knife. The analysis results found that one ec60a device was returned with the shaft cut at the proximal side, the anvil damaged and the firing mechanism jammed. The device was loaded with a partially fired cartridge reload. After further analysis it was noted that the knife had buckled, and cartridge reload was indented. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. In addition, the knife presented nicks; one possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.